Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Manufacturer report number: 2017865-2020-01309. Manufacturer report number: 2017865-2020-01310. It was reported that the patient presented with a pocket infection. The cause of the infection was unknown. Patient presented for extraction procedure on (B)(6) 2020. The pacemaker, right atrial lead, and right ventricular lead was explanted. The patient was stable post procedure.